Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the white sheathing on the angio-seal has to be splayed open to get the angio-seal to deploy. The white sheathing is adhered to the device and needs to be cut to loosen up so they can deploy. Additional information was received on 12/19/17:it was reported that the blood loss was less than 250cc. The patient was stable and the procedure outcome was successful. Hemostasis was achieved by the device once the sheathing was cut.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.